Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed pump error where the flash crc is incorrect for factory-stored information. The customer's blood glucose was unknown at the time of the incident. Customer was unable to bolus and clear the alarm. The customer was advised the insulin pump will need to be replaced. The product will not be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and unable to download, problem isolated to electronic assemblies. Unable to verify pump error due to critical pump error. Unit received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.